Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 10/28/2020 h.6. Investigation: a complaint of foreign matter was received from the customer. A sample was returned for investigation and through visual inspection foreign matter was found in the tubing near the end of the set. A spectral analysis was performed on the piece of the tubing with foreign matter. The spectral analysis shows that this material is most likely sorbitan monopalmitate. A device history record review for model 2441-0007 lot number 20066036 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #20066036 regarding item #2441-0007. The root cause for this failure was error in the manufacturing process. See h.10.

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free experienced foreign matter contamination. The following information was provided by the initial reporter: equipment: bd alaris pump infusion burette set ref (B)(4) , lot (10)20066036. Incident description: on sept 27, at our user facility on the pediatric unit while an infusion of normal saline was running the parent of the 1 month old child noticed a black particle in the line of the tubing. The nurse was called and the tubing removed and replaced. No harm.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv mc 4ss 60dp dehp free experienced foreign matter contamination. The following information was provided by the initial reporter: equipment: bd alaris pump infusion burette set ref #2441-0007, lot (10)20066036. Incident description: on sept 27, at our user facility on the pediatric unit while an infusion of normal saline was running the parent of the 1 month old child noticed a black particle in the line of the tubing. The nurse was called and the tubing removed and replaced. No harm.